Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the small bowel tethered to the anterior wall where the meshes had been placed. Extensive lysis of adhesions were undertaken. The small bowel was dissected an due to two enterotomies, had to be resected. A primary anastomosis was also carried out. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in separate file. No additional information was provided.